Event description:
Jackson-pratt drainage bag filled with air after 50cc of blood. Connections were taped and problem continued. Drainage bag was changed. Similar incident occurred with another pt.

Event description:
Jackson-pratt drainage bag filled with air after 50cc of blood. Connections were taped and problem continued. Drainage bag was changed. Similar incident occurred with this pt.